Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of osteolysis and an insufficient bond between the femoral components and the bone, which led to aseptic (non-infected) femoral loosening. This femoral loosening may have been due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided and the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported by legal, approximately 4 years post op the initial left tka, this male patient was revised due to issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening.